Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable connections to the x-ray tube was evaluated and cleaned. The x-ray tube was also replaced and a full filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an intermittent loss of fluoroscopic functionality. There is no report of patient injury or death associated with this event.